Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10:d4 (expiry date: 09/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure through left common femoral artery via contralateral approach, the wire allegedly fractured. It was further reported that the fracture part of the wire allegedly came out with the device. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure through left common femoral artery via contralateral approach, the wire allegedly fractured. It was further reported that the fracture part of the wire allegedly came out with the device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire was returned for evaluation. Therefore, a guidewire and a catheter were physically investigated. During physical investigation the guidewire was sent outside of the catheter and broken at 94 cm from the tip of it. The test guidewire did not pass though the catheters gearwheel. The aspiration test was not possible to perform due to big quantity of coagulated material inside of the catheter, it was fully blocked. No further damages were noted. Therefore, the result of the investigation is confirmed for the guidewire break. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.